Event description:
On (B) (6) 2010, the lay user/reporter, the pt's son, in (B) (6), contacted lifescan (lfs) to report the one touch ultra 2 meter was displaying the battery indicator symbol. On (B) (6) 2010, the technical service representative (tsr) spoke with the reporter to obtain and verify info. Since (B) (6) 2009, the pt noted the reported meter was displaying the battery indicator symbol; she was unable to obtain a blood glucose reading. During the time period the pt was unable to test her blood glucose levels, she took her usual meals and diabetes medication doses. On an unspecified date in (B) (6) 2010, during the night, the pt experienced the symptoms of weakness, shaking, dizziness and fainting. The pt attempted to test her blood glucose level while symptomatic, but the meter would not power on. The pt was taken to a clinic, where she was treated with 24 units novorapid insulin and 42 units 'liviline' insulin. It is unclear why the pt was treated with insulin when she was experiencing symptoms suggesting severe hypoglycemia. The pt takes novorapid insulin with meals on a sliding scale based on meter readings, and 'liviline' insulin 38 to 40 units in the evening. The pt was unable to provide her expected blood glucose readings, as they are 'irregular'. The pt did not have a backup meter. Troubleshooting revealed the meter's battery did not need to be replaced. The issue was not resolved with troubleshooting. The meter was replaced. The pt allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose levels due to the meter issue, and received emergency medical attention. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.